Event description:
It was reported that the pulse generator exhibited inappropriate rate response. After re-interrogating the device normal response was noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.